Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation. The device was reprogrammed successfully. The patient's condition was stable and would continue to be monitored regularly.